Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of the essure implants had expelled') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not have confirmation test". The patient's medical history included ovarian cancer and overweight. Current weight (B)(6). Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included heartburn, pelvic pain, urine incontinence, stress incontinence, female, endocervical squamous metaplasia, hyperplasia endometrial and corpus luteum cyst. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain/ lower stomach pain"), depressed mood ("upset"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), thinking abnormal ("irrational") and emotional disorder ("overly emotional") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2012 vaginal hysterectomy bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, depressed mood, weight increased, thinking abnormal and emotional disorder outcome was unknown and the abdominal pain lower, dysmenorrhoea, dyspareunia and fatigue had resolved. The reporter considered abdominal pain lower, depressed mood, device expulsion, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, thinking abnormal and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date was given (B)(6) 2012 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: dyspareunia, menorrhagia and dysmenorrhea. Most recent follow-up information incorporated above includes: on 10-jul-2019: pfs and medical record received: case became incident. Injury nos was replaced with new events- one of the essure implants has expelled, irrational, overly emotional, dysmenorrhea, dyspareunia, weight gain, lower abdominal pain, fatigue and upset were added. Reporters information, patient's demographic details, essure removal date, medical history, concomitant condition and concomitant drugs were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.